Event description:
Unsolicited: patient reported that yesterday she kept getting no disposable about 24 hours after use. She removed cassette, smoothed out kinks in, wiped the sensor off, would run for a little awhile then pump for alarm again. Patient repeated process 4 more times and it kept alarming. Patient used same cassette with back-up pump, no issues. Patient not off infusion very long able to switch to back up. Pump return tracking information is not available. Photographs were not provided position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product fault occurred while in use by patient. Product issue did not cause or contribute to patient or clinical injury. Device associated with event available for investigation. Pharmacy replaced pump. Patient had back­ up device to switch to. Patient able to successfully continue their infusion. Infusion is life sustaining. Outcome: resolved. Reported to (B)(6) by: patient/caregiver.